Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The reported issue was confirmed. A root cause can be due to a lack of solvent in the assembly of the connector and catheter. The solvent dispenser system has been updated as a result. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the purple feeding port of the ng tube detached from the patient during feeding. A patient was involved. Medical intervention was required. The ng tube was removed from the patient.